Event description:
Same case as MDR# 6000093-2007-01343. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis, patient complications, and patient death occurred. The lesions being treated were located in the proximal left anterior descending (lad) and the distal left circumflex (lcx). The lad was 90% stenosed with no calcification and average tortuosity. The physician predilated the proximal lad with a non-bsc 3.00x15mm balloon. After predilation, the physician implanted the 3.00x24mm taxus express2 drug eluting stent at 14 atms for 10 seconds. Angiography showed that the stent was dilated completely with no issues. Next, the physician predilated the distal lcx with a non-bsc 2.75x20mm balloon and then implanted a 2.75x16mm taxus express2 drug eluting stent at 10 atms for 15 seconds. Angiography showed that the stent was dilated completely without issues. The kissing balloon technique was used on these lesions. A 3.00x15mm maverick2 balloon was used at the proximal lad and a 2.75x20mm non-bsc balloon was used at the distal lcx. First, the lcx was dilated at 10 atms for 10 seconds and next the lad was dilated at 10 atms for 10 seconds and finally the lcx and lad were dilated at 6 atms for 10 seconds at the same time. The physician confirmed via angiography that there were no issues with either stent. Medications used during the procedure included heparin. The patient was on aspirin therapy and plavix. One day later, the patient complained of chest pain and her blood pressure was lower. It was noted with ECG that there was a problem and it was also noted that there was an acute occlusion inside the 3.00x24mm taxus stent in the proximal lad. The physician implanted a 3.0x33mm non-bsc drug eluting stent which completely covered the taxus stent. On angiography the physician could see foggy imaging at the proximal lcx and therefore the physician reasoned that the acute occlusion at the proximal lad was related to a remaining dissection. Eleven days later, the patient felt languid. One day later, the patient was pale and "acted violently" in bed and was in a state of shock and cardiopulmonary arrest. Thrombosis was confirmed at the proximal lad. The thrombus was vacuumed up several times and the lesion was dilated. And intra aortic balloon pump was inserted and percutaneous cardiopulmonary support was begun, and then an emergency CABG was performed. One day later, the percutaneous cardiopulmonary support system became obstructed by thrombus and the patient died. At the time of death, the patient was taking bayaspirin (100mg) "2t/day' and plavix (75mg) "1t/day." No further information was available.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.